Event description:
Revision surgery - the patient's rotator cuff failed. The surgeon revised the patient to a reverse total shoulder.

Manufacturer narrative:
The reason for this revision surgery was to remedy a failed rotator cuff after seven years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number: two for pain, two due to trauma, one due to infection, and one revision. This is the first complaint for this lot number. The root cause for the failed rotator cuff was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.